Event description:
Staff noted discoloration of pt's hand while vasc band was in use.

Manufacturer narrative:
The involved device has not been returned to the mfg facility for eval, nor the production lot number was provided by the user facility. There is no direct evidence indicated that this event was caused by the involved device. All available has been placed on file in qa for appropriate tracking, trending and f/u.